Event description:
It was reported that, the pacing impedance from the implantable cardioverter defibrillator (ICD) system was low out of range. An x ray was recommended. The physician will discuss the case with other colleagues. This ICD remains in service. No adverse patient effects were reported.